Event description:
A user facility in brazil reported that when the vitrectomy kit probe was used, the equipment did not work; the probe guillotine did not cut, it only aspirated. This complaint was received by anvisa, so the dates are confidential and we have no information of contact for the customer. There was no patient impact/injury reported.

Manufacturer narrative:
The lot number is not known. The device history record review cannot be performed at this time. The root cause of this complaint could not be determined as the complaint unit was not available for analysis at the time of this evaluation. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.